Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse observed the system and tested the iabp system to factory specifications, subsequently there was no problem found. The unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) external ECG was not functioning. There was no patient involvement, and no adverse event reported.